Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor failed to fire pulses) was due to defective, u1004, u1005, and u6 components on the computer/analog board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor failed to fire pulses.